Event description:
The event is reported as: foreign material found inside sterile package. No injuries reported.

Manufacturer narrative:
The sample device has not been received at time of this report, therefore, the investigation is incomplete. A f/u investigation report will be sent when completed.